Event description:
It was reported that the physician experienced positioning difficulties with the lead during implant requiring higher than optimal thresholds to be accepted. A few days after implant, the lead experienced sensing difficulties. The physician determined that the sensing problem was caused by patient's ventricular tachycardia (vt) condition. The physician externally defibrillated the patient causing all sensing functions to return to normal. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.